Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire third party service technician was unable to verify the customer's reported issue. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1150 failed to perform proper operation. At this time, it is unknown if there was any patient involvement associated with the reported issue.